Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had hematoma. This device was surgically revised to remove pocket hematoma and the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 patient code. This supplemental report was created to capture additional information.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had hematoma. This device was surgically revised to remove pocket hematoma and the device remains in service. No additional adverse patient effects were reported. Additional indicates that this ICD was a part of a full system extraction due to infection and a new ICD of the same model was placed. This device was retained by the customer. No additional adverse patient effects were reported.